Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a 3.0x18 mm resolute onyx rx coronary, drug eluting stent was used to treat a severely calcified, mildly tortuous lesion exhibiting 95% stenosis in the mid left anterior descending (lad) artery. The resolute onyx was intended to treat re-stenosis. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated with a balloon and then with a non-medtronic cutting balloon. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during the delivery. It was reported that during delivery of the 3.0 x 18mm resolute onyx device to the prox lad through a previously stented vessel, stent dislodgement occurred. A 3.5 x 18mm onyx was used to crush the stent. Approximately 3 weeks post procedure the patient expired. The cause of death is unknown. The doctor followed up one week prior to patient death and the patient seemed to be ok. The patient was suffering from comorbidities at the time of death. The patient was on dapt at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.